Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod longer than 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched. The soft cannula length was measured to be above the specification. It could not be determined when or how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.